Event description:
An infusion pump with a failure code 32. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.